Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Newton af clinical study: it was reported that a blazer dx-20 was used in an atrial fibrillation ablation procedure. After the procedure the patient experienced chest tightness that extends up to their throat at times and makes it hard to breath which became worse at night. The patient was given colchicine and had stat echocardiogram.